Event description:
It was reported that guide wire entrapment occurred. The target lesion was located in the superficial femoral artery. An 18, 300cm, 8cm poly tip v-18 control wire was advanced to cross the lesion. However, the wire became stuck in the catheter. The device had to be removed completely but the operator had lost access. Another two of the same device and the same size were used but both wires failed. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's status was fine.